Event description:
The head of bed was pushed in prior to patient's arrival in the or room. Upon turning the bed for positioning, a staff member pulled and turned the head of the bed. The head came out of bed and the patient's head hyper-extended and flexed forward. A cervical collar was placed on the patient, and portable x-rays were taken on the patient's neck. This table uses a hand operated crank to lock the head into position. If the handle is not cranked hard enough, the locking mechanisms may not be safely initiated. However, locking/tightening of the head may be difficult for some individuals who are less physically strong. Due to the fact that this is a repeated problem in our facility, other types of beds are being considered for purchase.